Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.images have been sent to gore for analysis. Further information will be provided.

Event description:
On (B)(6) 2010, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the gore excluder aaa endoprosthesis trunk ipsilateral leg component was implanted below the renal arteries. It was reported that follow up computed tomography angiography on (B)(6) 2014, revealed that the aneurysm enlarged due to the endoleak (unknown amount) and the device moved distally (unknown amount). No further adverse events have been reported. The physician is monitoring the patient.

Manufacturer narrative:
(B)(4). According to the gore excluder aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include short proximal aortic neck at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks and improper component placement. The safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following patient populations: patients with less than 15 mm in length of the proximal aortic neck. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak and component migration.

Event description:
It was reported that the cause of a proximal type I endoleak and the device movement was possible due to a disease progression. The patient is stable.